Event description:
It was reported that during the implant procedure the lead became hard to move (kinked). In addition it was difficult to extend/retract the helix. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor distorted; the helix will not extend due to the distorted coil in the connector. This was caused from over-turning; blood observed in/on the helix mechanism; lead damaged at implant; full lead analyzed.